Manufacturer narrative:
This issue was previously reported under MDR number 3002809144-2022-00064 under a different suspect medical device. The suspect medical device was changed on (B)(6) 2022 upon further investigation of the customer issue. All available patient information was included. Additional patient details are not available. The field service representative (fsr) was dispatched to troubleshoot the issue. The fsr replaced the bellows station and cleaned the dry tip vacuum tubing which resolved the issue. The dry tip tubing was considered the likely cause of the issue. However, a sample related issue cannot be ruled out. A review of the analyzer¿s service history identified no contributing factors to the current complaint. There have been no further customer reports of discrepant magnesium results since the current complaint. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Trending review determined no adverse trend. Based on the investigation, no deficiency was identified.

Event description:
The customer stated that discrepant architect phosphorus results were generated for patient sample ID (B)(4) an initial result of 0.94 mmol/l was generated (within normal range) and the customer decided to retest the sample which retested at <0.21 mmol/l (below normal range) using two different reagent lots. The customer uses sample collection tubes with a separating gel. It is suspected that the sample probe possibly went into the gel. No adverse impact to patient management was reported.